Event description:
It was reported that undersensing was noted on the atrial and ventricular channel. The right atrial (ra) lead remains in use and the rv lead was explanted for medical upgrade . No patient complications have been reported as a result of this event. On (B)(6) 2022 , it was further reported that approximately one week after the device upgrade procedure, the patient experienced swelling in their left arm, and had developed a deep vein thrombosis (dvt). The patient was prescribed blood thinners. The new rv lead, and existing ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical products: ddpa2d4 ICD; 6935m62 lead, implanted (B)(6) 2022. . If information is provided in the future, a supplemental report will be issued.